Manufacturer narrative:
The referenced unit was returned for evaluation. The reported e433 error was confirmed and was due to a loose cable connection between hvps board & generator board. The cable was re-connected and re-tested; the unit functioned appropriately and no other functional problem found. Minor scratches on the housing. The unit was returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting

Event description:
The technical support engineer was informed by the territory sales manager that the user facility used the high frequency electro-surgical generator unit for the first time and had an "out-of-box e433 error" (reportable) malfunction during an unspecified event. The e433 error was followed by a "will automatically restart" message. No patient death, injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacture for investigation, therefore, the exact cause of the reported issue could not be conclusively determined. Based on the service inspection, the missing cable connection between the hvps and the generator board for the power supply was the likely cause of the error e433. Additionally, the error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in (B)(6) 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.